Event description:
Boston scientific received info that during an explant procedure, the right atrial lead was stuck in the header of the device. The lead was successfully removed form the header with no adverse effects to the pt. The device was returned for analysis and the lead remains in service.

Manufacturer narrative:
Upon receipt at the post market quality assurance lab, normal telemetry and interrogation was observed with the zoom programmer. The battery status was elective replacement time (ert) and the gas gauge was also pointing to ert. The device passed all manual electrical measurements, pacing and sensing normally. Visual inspection of the pacemaker revealed that the header was separated from the device casing and a cut was made behind the proximal connector blocks to further inspect the inner seal rings. Microscopic visual inspection noted body fluid contamination in the atrial-ring connector blocks and in the inner seal rings. All setscrews moved freely and operated normally, microscopic visual inspection of the inner seal rings revealed evidence of silicone to silicone bonding in both atrial and ventricle inner seal rings.